Event description:
The patient was revised due to pain, effusion, and loosening. The loosening of the tibial tray was between the cement/implant interface, and the loosening of the femoral component was between the cement/bone interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.